Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that it was not possible to pull the partially opened device back into the phenom. The devices were not used off-label and were prepared as indicated in the IFU. Ancillary devices include: phenom 21; lot jl21-037.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the product was replaced with a medtronic product. A clarification of the event was provided which stated there was easy access initially, but the healthcare provider wanted to place the pipeline vantage a bit more distally, but it was not possible to resheath at at all, thus they decided to take the phenom and vantage out and replaced the products, which resolved the issue. There were no patient symptoms or complications associated with the event. The pru level was tested, but unknown. The second pipeline vantage was placed very good according to angiographic results. The aneurysm max diameter was 3.02mm and the neck diameter was 2.78. There was no vessel tortuosity. In addition, it was reported the xpedion had been forwarded and described in the IFU. The mixture of the contrast medium was correct.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) and in-house 0.0265in mandrel as found condition: the pipeline vantage with shield and the phenom 27 catheter were returned for analysis within shipping box; within a sealed plastic bio-pouch; within an opened pipeline vantage with shield and phenom 27 inner pouches. Visual inspection/damage location details: the pushwire was protruding from the hub and the braid was partially deployed from catheter tip. In addition, sleeves and tip coil were deployed from catheter distal tip. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker band were examined; and no damages were found. The catheter body appeared to be accordioned at 3.2cm to 2.8cm from distal end. No flash or voids molded were observed in the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pushwire was found to be bent at 39.0cm from proximal end. The distal and proximal ends of the pipeline vantage with shield were found fully opened and slightly damaged. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. No other anomalies were observed testing/analysis: the catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. However, the resistance was observed at the damaged location. Conclusion: based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open. The root cause could not be determined as the distal and proximal ends of the pipeline vantage shield braid appeared fully opened and slightly frayed. However, the cause for damage could not determine. In addition, based on the analysis findings, the pipeline vantage shield and phenom 27 were confirmed to have resistance. From the damages seen on the catheter body (accordioning), pipeline vantage shield braid (fraying)and pusher (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage shield through the phenom 27 catheter against resistance. MDR decision corrected to not reportable. Review of the event information determined that the device was noted as "partially opened" because it was not fully deployed due to physician desire to reposition. No further reports will be submitted unless additional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.